Event description:
It was reported that the patient presented in clinic. It was noted that the patient's right ventricular (rv) lead exhibited unspecified oversensing. No intervention was performed. Patient had no consequences.